Manufacturer narrative:
No system malfunction. Treatment parameters were in line with the typical range. The system performance was found to be according to spec and as expected. No new risk has been recognized. If new details are received in the investigation for this incident, this report will be updated.

Event description:
Patient was treated for essential tremor with focused ultrasound on the left side to treat a right hand tremor. Gait disturbance was observed after the treatment.

Event description:
Patient was treated for essential tremor with focused ultrasound on the left side to treat a right hand tremor. Gait disturbance was observed after the treatment.

Manufacturer narrative:
No system malfunction. Treatment parameters were in line with the typical range. No new risk has been recognized.